Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient expired on (B)(6) 2016. No additional information was provided. Privacy laws prohibited the customer from providing information regarding the case. No autopsy was performed and the device was not returned for evaluation.

Manufacturer narrative:
Section h4: additional information manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6) , and the reported events could not be conclusively established through this evaluation. The patient expired on (B)(6) 2016. The heartmate 3 lvad, serial number (B)(6), was not returned for analysis. The heartmate 3 lvas instructions for use (IFU) is currently available. This IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.